Event description:
It was reported that patient presented in clinic. It was noted that right ventricular (rv) leadless pacemaker (rvlp) exhibited high capture threshold and pacing failure myocardial factors. The rvlp was retrieved successfully. There were no patient consequences.

Manufacturer narrative:
Reported events of failure to capture was not confirmed. Visual inspection noted the helix was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to capture problem. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.